Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact on customers blood glucose value. Reportedly, customer reverted to manual injections for insulin therapy.